Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a vessel dissection. The target lesion was located in a moderately tortuous and mildly calcified mid right coronary artery (rca). A 24 x 4.00mm promus premier¿ drug eluting stent was deployed to treat the target lesion. However, post-deployment, the physician noted under fluoroscopy that a non-flow limiting dissection occurred at proximal stent edge. A 3.5x20 promus premier¿ stent was then implanted, overlapping the dissection part and the procedure was completed. No patient complications were reported and the patient's status was stable.